Event description:
It was reported that the insertable cardiac monitor (icm) was incorrectly measuring the atrial fibrillation episodes. No intervention was performed. The icm was remained implanted. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Additional information received notes that the insertable cardiac monitor (icm) was explanted and replaced.

Manufacturer narrative:
The device was returned for evaluation. The device was unable to establish telemetry upon receipt due to voltage being at end-of-life (eol) level. Session records indicated battery voltage reached elective replacement indicator (eri) due to normal usage. Longevity assessment was performed, and the implant duration exceeds of total projected longevity indicating normal battery depletion.